Manufacturer narrative:
No additional information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Technical services recommended increasing the alert threshold. This lead remains in service. No adverse patient effects were reported.